Manufacturer narrative:
This is for the same event as manufacturer report 2937094-2021-00126. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination with magnification showed a glass cap circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge, the potential for forward firing exist. The fiber proximal to fracture could rotate independently of the metal cap. The glass cap exhibited moderate devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. During functional testing with the hene (helium-neon) laser fixture, the aim beam was observed at the output window and there were no signs of breakage identified along the length of the fiber. Although there was no detachment of the glass cap, and the hene test did not identify breaks along the fiber body, the event is confirmed based on the circumferential fracture. The observed condition of the fiber is consistent with the fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device,caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the vaporization power was 120 watts, the coagulation power was 35 watts. It was further reported that the two fibers broke within the first 10 minutes of use. The procedure was completed with a third fiber without clinical consequences to the patient. The total joules used for the procedure were 113,824 joules. This report is for the second fiber.

Manufacturer narrative:
This is for the same event as manufacturer report 2937094-2021-00126.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the vaporization power was 120 watts, the coagulation power was 35 watts. It was further reported that the two fibers broke within the first 10 minutes of use. The procedure was completed with a third fiber without clinical consequences to the patient. The total joules used for the procedure were 113,824 joules. This report is for the second fiber.